Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels rose to approximately 350 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient reported hyperglycemia, insulin leakage, blood observed at the infusion site, and a bent cannula upon removal. No treatment details were provided.